Event description:
On (B)(6) 2012, t2scn surgery was performed. On (B)(6) 2012, the patient died by infection.

Event description:
On (B)(6) 2012, t2scn surgery was performed. On (B)(6) 2012, the patient died by infection.

Manufacturer narrative:
Evaluation conclusion: the screw was not returned to stryker (B)(4). According to received information the nail had been discarded. An infection issue was suspected after an implantation period of approx. 1 months. A customer checklist (requesting information regarding the local environments acc. To (B)(4)) which was sent immediately by the manufacturer on february 22, 2013 was returned on march 12, 2013. We received the information that the patient suffered from (B)(6) and (B)(6). No specific examination in order to identify the kind and the origin of potential pathogenics and / or organism. The packaging and the sterilization procedures were reviewed acc. To (B)(4) without any observations. Investigation revealed that the nail was sterile at the time of distribution. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. A correlation between the alleged infection and the product could not be verified based on the actual status of information.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.